Manufacturer narrative:
Insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. It was not possible to perform the displacement test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump had a cracked reservoir tube lip, minor scratched lcd window, a cracked case at display window corner, and a scratched reservoir tube window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 389 mg/dl. No further details given.